Event description:
It was reported that the pump had cassette was not attaching properly error when attaching.

Manufacturer narrative:
One device was received for evaluation. Visual inspection identified a damaged dso sensor unresponsive. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information.